Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to an atrial arrhythmia burden (aab) alert. Upon review, atrial undersensing was observed followed by inappropriate atrial pacing with loss of capture (loc). Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.